Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
As reported: black piece of omega plate impactor was damaged in case when being used for impaction on plate.

Event description:
As reported: black piece of omega plate impactor was damaged in case when being used for impaction on plate.

Manufacturer narrative:
Correction: sections h3, h6 method code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaints and risk management file some of the possible causes are (but not limited to): too high impact force applied, use of high ph cleaning agents which weakens the structural strength of the polymer handle, etc. The operative technique guide warns the user that: ¿note: use gentle hammering only ¿ otherwise the impactor may be destroyed.¿ if any additional information is provided, the investigation will be reassessed. H3 other text : device was discarded.